Event description:
While removing a constavac 15fr perforated round drain from the left hip incision site, the tubing broke and approximately 15 cm of the drain tip was retained. Patient was taken back to operating room for removal or retained drain tip.